Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned devices identified a fractured tip; therefore, confirming the complaint. No applicable dimensional analysis could be completed with the damage to the instrument. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event is related to plastic deformation as a result of the design of the device. These drivers have been designed to "twist" before fracture of the screw. The root cause is determined to be design related. Corrective and preventive actions have been initiated for the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-00176.

Event description:
It is reported that during the procedure, the driver tips twisted and fractured during screw implantation. No fractured pieces fell into the patient's wound and no delay to procedure.